Manufacturer narrative:
The investigation into the reported access site bleed, thrombus, and limb ischemia has been completed. The device was not returned for evaluation. However, clinical details was sufficient to determine the root cause. The root cause of the access site bleeding issue was most likely due to anticoagulation management. The root cause of the limb ischemia issue was most likely due to the patients condition as a clot was found in right iliac artery and from somewhere distal to the right femoral artery.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related events are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 53-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient developed hematoma at the incision site, limb ischemia and blood clots. The md decided to surgically remove the pump, repair the vessels and remove the blood clots. Flow was restored in the patient's leg and the patient was taken to the room for recovery.